Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was given prior to transseptal puncture (tsp) with versacross connect (vcc) transeptal access system and a watchman trusteer access system (was). The was was advanced into the left atrium, and a watchman closure device and delivery system (wds) was inserted and deployed. A thrombus was immediately noted on the was. The wds met release criteria, so the closure device was implanted. The physician then attempted to aspirate the thrombus, but without success, so everything was brought to the right atrium. The procedure was concluded. There were no patient complications. It was further reported the patient had noticeable spontaneous echo contrast (sec) noted. Heparin was administered as a full dose prior to tsp, and the first activated clotting time (act) result was therapeutic. The thrombus was mobile. The patient has been discharged.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was given prior to transseptal puncture (tsp) with versacross connect (vcc) transeptal access system and a watchman trusteer access system (was). The was advanced into the left atrium, and a watchman closure device and delivery system (wds) was inserted and deployed. A thrombus was immediately noted on the was. The wds met release criteria, so the closure device was implanted. The physician then attempted to aspirate the thrombus, but without success, so everything was brought to the right atrium. The procedure was concluded. There were no patient complications.